Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
When the physician was opening the package, he observed that the catheter was broken, and this occurred with four different lot numbers. The physician managed to use a fifth product to finish the procedure. No adverse effects to the patient or additional procedures have been reported as a result of this incident.